Event description:
On (B)(6) 2025, a user called for assistance with their first supply change using cd steel 6 mm 23-inch set. The user had difficulty removing the connector from the pump and required pliers. The issue was considered user error as the next connector functioned normally. Agent reviewed the picture provided and guided user through completing the supply change, including filling tubing until drops appeared, inserting the infusion set, and filling the cannula. Blood glucose was not affected and no symptoms during the event were reported. No medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.